Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended reviewing connection and lead damage. No adverse patient effects were reported. Additional information was received, and the rv lead was exhibiting high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended further testing. This implantable cardioverter defibrillator (ICD) system was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in high pacing impedance measurements. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in high pacing impedance measurements. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended reviewing connection and lead damage. No adverse patient effects were reported. Additional information was received, and the rv lead was exhibiting high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended further testing. This implantable cardioverter defibrillator (ICD) system was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, the implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. Values were greater than 3000 ohms. A connection issue was found, so a procedure was performed to advance the rv lead slightly into the header of the ICD. At this time, measurements have been stable and the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, shortly after implant, the implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. Values were greater than 3000 ohms. A connection issue was found, so a procedure was performed to advance the rv lead slightly into the header of the ICD. At this time, measurements have been stable and the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in high pacing impedance measurements. Please refer to the description for more information regarding the specific circumstances of this event.